Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited noise oversensing causing pacing inhibition. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of noise could not be confirmed. As received, a complete lead was returned for evaluation. Electrical examination did not find any anomaly and the lead passed the insertion test. Dimensional analysis of the connector was measured within the product specification.